Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent an unknown surgery. After the surgery, a periprosthetic fracture occurred, and a revision surgery with competitor¿s products will be performed on (B)(6) 2024. The patient was stable. It was also reported that patient¿s femur had a lordosis and external curvature. The surgeon reamed to 13 mm and inserted an 11mm nail. However, even with that setting, the fixation was performed with stress on the distal end. No further information is available. This report is for one (1) tfna fem nail ø11 r 125° l235 timo15. This is report 1 of 5 for complaint: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Manufacturing location: monument, manufacturing date: 27-may-2022, expiration date: 01-may-2032, part number: 04.037.114s, 11mm/125 deg ti cann tfna 235mm/right-sterile, lot number: 839p090 (sterile), lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Component part(s) reviewed: part number: 04.037.912.2, lock prong, 125 degree tfna static locking prong lot number: 828p541, lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 04.037.912.3, tfna lock drive lot number: 816p478 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 593p040 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report from supplier was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.